Event description:
It was reported the patient presented the emergency room (ER) the day of the report in withdrawal. The patient did miss a refill and the reservoir volume was low. Upon interrogation the reservoir volume was 1.7ml. The pump status read safe state occurred/reset occurred. The plan was to restart the pump as means of treating withdrawal and actively following in hospital with orders for oral if needed. It was also noted that it was thought that the plan was to replace the pump soon. The pump was used to deliver baclofen. Additional information later reported the pump was explanted and replaced. The logs did indicate a low battery. Additional information later reported a motor stall and recovery more than 2 hours was noted. Additional information later reported the exact symptoms the patient experienced were not known by the reporter. Additional information later reported there was no injury and the patient recovered without sequelae

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed pump motor feedthru anomaly, shorting across insulator. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.